Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown. The customer was treated for high blood due to no delivery with syringes. The customer was advised that the alarm may have been due to bent cannula. The customer was advised to return set for analysis and change the entire infusion set. The customer requested a cot pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.